Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when loading a patient exam disc on the system, the disc would not load. It would say "searching for digital intercommunication of medicine (dicom)" but after waiting for a few minutes, the disc would not load. The disc was labeled stating two exams on the disc. A manufacturer representative tried to manually copy the exam files to the exam directory on the navigation system but received an "error splicing files, input/output error" error. When opening the folders on the cd in file explorer, the system took almost a minute for the file contents to populate. Additional files, including viewer software, was also on the disc. Technical services (ts) requested that the representative see if electronic picture archiving and communication systems (pacs) could load the disc on their system and just send the raw dicom to the navigation system. An update was provided that the surgeon did not need navigation for the case, and it was completed before pacs could attempt to load the disc. There was no reported impact to patient outcome or surgical delay due to this issue. The disc was the patient's property. The surgeon returned the disc to the patient and no further troubleshooting could be completed.